Event description:
The cable has a broken wire. The footswitch was sent to the biomed shop for repair and the customer checked continuity on the cable. The customer was not informed of the problem during the case but was notified they used another footswitch to continue. There was no patient consequence.